Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his meter was not sending his blood glucose readings to his insulin pump. The patient's blood glucose at the time of incident was 255 mg/dl. The customer stated that the pump began a countdown and numbers and letters would appear on the screen on their own. Troubleshooting was initiated for the anomaly. The customer confirmed that he received a radio frequency error alarm. The customer attempted to program a normal bolus into the air; the bolus amount was recorded in the bolus history but no insulin came out. A self test was performed and the pump failed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, had an a64 error alarm during self test due to faulty component on the radio frequency board; after clearing a64 alarm, unit goes to a count up, this is normal function after clearing the alarm. No unexpected count up and down display anomaly noted. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump had cracked lcd window, cracked case at the display window corner, broken belt clip slot and cracked reservoir tube lip.